Event description:
It was reported that a progav 2.0 shunt system (part # fx441t) was implanted during a procedure performed on (B)(6) 2018. According to the complainant, the shunt system was believed to be operated in overdrainage, had adjustment difficulties and the differential pressure valve was concave on the surface. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 4 years and 4 month. Height: 104 centimeters (cm). Weight: 16 kilograms (kg). Gender: male.

Manufacturer narrative:
Blood - and tissue residues on the product. Deposits in the pediatric prechamber. Outer housing of the progav 2.0 was pushed in/concave. Deformation of the housing of the progav 2.0. A permeability test has shown that both valves are permeable. To investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the shuntassistant operates within the accepted tolerance in the vertical position. Due to the brake function failure of the progav 2.0, the computer - controlled test is not applicable. The progav 2.0 was tested and is adjustable to all specified pressures, but this could be done without applying any force. The brake function is no longer given and the pressure stages cannot be held. The brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. After dismantling of the valves, deposits were found in both valves. Based on our investigation results, we can determine a deformed housing membrane and as a result the brake function failure on the progav® 2.0. The cause of the aforementioned functional impairment is not known to us at the time of the examination. The visible deposits have not contributed causally to a functional deviation. Based on our in-process inspections prior to shipment of the product, we can assure that the shunt system has left the company christoph miethke gmbh & co. Kg in perfect condition. The values measured during the final inspection confirm the perfect function. No further regulatory actions are required from our point of view.